Manufacturer narrative:
Citation: van der gaag sme van, frankema spg, ploeg es van der, baart sj, huygen fjmp. Evaluating community-based intrathecal baclofen therapy: effectiveness, safety, and feasibility. J clin med. 2024;13(7):1840. Doi:10.3390/jcm13071840 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Van der gaag sme van, frankema spg, ploeg es van der, baart sj, huygen fjmp. Evaluating community-based intrathecal baclofen therapy: effectiveness, safety, and feasibility. J clin med. 2024;13(7):1840. Doi:10.3390/jcm13071840 reported events: 1 patient implanted with an intrathecal baclofen pump following successful intrathecal baclofen trial experienced incorrect programming related to the drug concentration.